Event description:
Report received indicated the patient had red, blotchy skin under the tape border without any open or pimpled areas of skin and there was no drainage. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is form three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.